Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst/leaks/holes was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2011-00006. The complainant reported a balloon burst. The replacement tube was inserted on (B)(6), 2010, and the balloon burst on (B)(6), 2011.